Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance fell and a lead warning was triggered. Lead impedance was also low. All other parameters were stable and the lead remains in use. No patient complications have been reported as a result of this event.